Manufacturer narrative:
Hamilton medical ag case number is: cer (B)(4). Follow-up 1 - corrected information: **UDI related data quality updates only** field d4 was updated with full UDI information.

Event description:
The following was reported to hamilton medical ag: preparing the machine before use, voltage supervision alarms due to voltages (+3.3v,+5v,3.3v_backup,+12v) out of tolerance, caused by defective electronic parts on control board/ driver board no patient involvement.

Manufacturer narrative:
Hamilton medical ag case number is: (B)(4).

Event description:
The following was reported to hamilton medical ag: preparing the machine before use, voltage supervision alarms due to voltages (+3.3v,+5v,3.3v_backup,+12v) out of tolerance, caused by defective electronic parts on control board/ driver board. No patient involvement.